Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise due to oversensing and ams (automatic mode switch) was noted on the atrial lead. The atrial lead will remain implanted and the physician will continue to monitor the lead. The patient was in stable condition.